Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, an issue with a ventilator's display screen was observed. The device was not in patient use. The device's lcd screen was replaced to address the issue.